Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left bundle branch (lbb) lead exhibited failure to capture, failure to sense, and an impedance issue due to tissue present on the helix of the lbb lead. Attempts were made and the tissue was removed, but the issues persisted. The lbb lead was not used and was replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿not able to achieve parameters¿, failure to capture, failure to sense and impedance issues were not confirmed. A complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were found.